Event description:
It was reported that "patient called concerned about the recall. He has bilateral stryker hips and is experiencing pain in right hip and hears a grinding noise when he bends over."

Manufacturer narrative:
Since the device is currently still implanted, no devices were returned to stryker orthopaedics for evaluation. Therefore, visual and dimensional inspection, functional test and material analysis cannot be performed.